Event description:
It was reported to covidien in 2009 that a customer had an issue with a dialysis catheter. Customer states that the catheter migrated into the right carotid artery. Customer states that during the same procedure, another catheter was placed in the left ij. Customer states that pt passed away within 72 hours of having the catheter placed and leaving the or.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.